Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and required healthcare provider prescription of cortisone ointment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: secrion d4 (serial no) & (UDI) were updated based on the returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. No physical damage observed with the sensor patch and no issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, this issue is not cofirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer experienced a skin reaction while wearing an adc device and required healthcare provider prescription of cortisone ointment. There was no report of death or permanent impairment associated with this event.